Event description:
It was reported that the patient was seen today to increase the patient¿s pump medications. As the pump was attempted to be updated the programmer noted, for a duration of time, that the head should be repositioned as they had trouble establishing telemetry. The programmer then ¿crashed¿ with two pictures and a picture of a broken programmer. The health care provider (hcp) re-interrogated the pump and all the infusion data was gone and the pump was stopped. The hcp then reprogrammed the pump. The session report read that the current pump setting was ¿infusion mode : stopped pump, shut off for 2min.¿ the pump status after the update at 9:03 noted ¿infusion mode: simple continuous with pa.¿ the pump logs noted that incomplete telemetry was noted at 8:55/8:56 and the pump was updated at 9:03 to program the pump out of stopped mode. This device system delivered hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was stated that the event was related to the pump cause was not known. A motor stall was further stated that recovered within minutes, cause unknown. The event reportedly occurred during programing and the programmer showed an error message - broken programmer picture as reportedly previously. Patient outcome was noted as no injury, non-serious injury/illness.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial#(B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, lot# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).